Event description:
Rotablator atherectomy of the left circumflex artery. Two wires and a catheter were advanced into the circumflex artery. The two were removed and a rotablator floppy wire was advanced into the left circumflex artery. The catheter was removed, and a rotablator 1.25 burr advanced to the left circumflex artery. Multiple passes were performed with the 1.25 burr, during last pass, the rotablator wire became entrapped in the lesion within the left circumflex artery, rotawire and the distal part of the 1.25mm rota tip were severed from the delivery catheter, and remained in the circumflex artery, remainder of catheter removed.